Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), stent thrombosis, congestive heart failure and expired. In (B)(6) 2013, clinical status assessment indicated the patient¿s qualifying condition as myocardial infarction and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 16mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. 5 days post index procedure, the patient presented with complaints of chest pain and was found to have anterolateral st-elevation myocardial infarction (stemi). Cardiac enzymes were noted to be elevated indicating a spontaneous myocardial infarction. Cardiac catheterization revealed 100% occluded stent thrombosis of the study stent in the prox lad, which was treated with balloon angioplasty with 0% residual stenosis and timi 3 flow. The patient developed worsening of congestive heart failure. Immediately post-catheterization, the patient was in severe respiratory distress with cyanosis and an undetermined saturation for approximately 20 mins. The patient underwent emergency intubation and was transferred to ccu with good saturations. The patient was treated with ventilation (high peep), sedation, recruitment maneuvers and medication. Then the patient was noted to be tachycardic with heart rate of 118 bpm. The patient also had left ventricular dysfunction and coffee ground emesis. No action was taken in response to these events. The patient also had an event of "worsening pneumonia" and was treated with fiberoptic bronchoscopy. Laboratory investigations revealed growth of numerous organisms from sputum sample. The patient was noted to have developed acute renal injury. In discussion with the patient¿s family, a decision to use the palliative treatment was made. In (B)(6) 2013, the patient died due to myocardial infarction. Death certificate notes "myocardial infarction" as the immediate cause of death, and "coronary artery disease" as the antecedent cause giving rise to the immediate cause. Other significant conditions contributing to the death but not causally related to the immediate cause included "pneumonia, obesity, and diabetes".

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient developed worsening of congestive heart failure.

Manufacturer narrative:
(B)(4).